Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was wobbly, closed with difficulty, and felt like it was going to jam. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter first name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was wobbly, closed with difficulty, and felt like it was going to jam. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was wobbly and closes with difficulty. A field service engineer (fse) identified that the rails of the half height drawer 2.1 were damaged and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.